Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii), elecsys tsh assay (tsh) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the beckman-coulter dxi method. The erroneous results were not reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results and medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. The ft4 ii result from the e602 module was 41.9 pmol/l. The repeat result from the beckman-coulter method was 19 pmol/l. The tsh result from the e602 module was 4.48 miu/l. The repeat result from the beckman-coulter method was 15 miu/l. The ft3 iii result from the e602 module was 8.4 pmol/l. The repeat result from the beckman-coulter method was 6.2 pmol/l. There was no allegation that an adverse event occurred. The e602 module serial number was not provided. The customer performed an experiment with a patient sample that was treated with streptavidin coated beads and a patient sample that had not been treated with streptavidin coated beads. Refer to the attached data for the results from this experiment.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The incidence rate of the identified interfering factor is monitored on a quarterly basis.